Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a redo atrial fibrillation pvi procedure, the patient experienced a pericardial effusion which did not require any intervention to treat. The ablation catheter was inserted into the left inferior pulmonary vein. High force was noted. A drop in blood pressure was observed, and an echocardiogram revealed a pericardial effusion. The patient remained stable, so no intervention was performed. The patient will be monitored on the unit. The physician believes that too much force was put on the catheter into the tissue as indicated by the high contact force value seen.